Event description:
Incident as reported: "trocar as placed and functioning at first then during procedure, staff noted it was losing the pneumoperitoneum and attempted to pump in more gas that was not effective. Trocar removed and staff noted it to be cracked. Procedure completed."

Manufacturer narrative:
This incident was not reported to applied medical. We received (B)(4) report and have contacted the hosp to request the return of the event sample for our investigation. A f/u report will be sent upon completion of the eval.